Manufacturer narrative:
The glucose reagent lot number and expiration date were not provided. The field service engineer (fse) found a hole in a tube at the cuvette washing station. The fse replaced the tube and instrument performance testing was acceptable. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned low results on a cobas 8000 c 702 module. An example of discrepant results was provided for 1 patient sample tested for glucose. The initial result was 0.78 mmol/l. The repeat was 20.16 mmol/l. The sample was repeated on a different module and the result was 5.12 mmol/l.